Event description:
It was reported that the port to plug the patient cables into the programmer was not working and would not allow for rhythms across the screen. It was further reported that the keyboard was broken off. The programmer was returned for service. The return paperwork indicated that there was no patient involvement in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. It was also noted that the keyboard hinges were broken and the printer drawer was broken.